Event description:
The customer reported that at 0323 the rn replaced the tubing and bag of heparin. At 0335 the clinician drew morning labs including a ptt from the patient's right IV. At 0428 the lab notified the clinician that the patient's ptt result was a critical level greater than 100. At 0429 when the clinician went to stop the heparin infusion the bag was noted to be empty with no signs of leakage. The md ordered an unspecified reversal agent from the pharmacy. There was no report of lasting harm or of any additional details. Received a copy of the customer's medwatch report from the FDA which states, "at 03:23am, IV tubing was changed and a new 500ml bag of heparin was hung. Routine blood sample taken at 03:35am. At 04:28 the lab called to report a critical result, the partial thromboplastin time (ptt) was over 100, indicating an overdose of heparin. Immediately the infusion was checked and the 500ml bag was noted to be empty. No leakage was noted and the floor was dry. Intended rate was 16.512ml/hr. Bag should have lasted about 24 hours but apparently went in over less than one hour. Patent was given protamine and placed on bleeding precautions. Pump was brought to engineering for evaluation and log file download. Log file shows the rate was programmed correctly and shows "air in line" when the bag went empty. Tubing set and bag were saved. Bag was refilled with distilled water and run on the pump at approximately the same rate. Rate accuracy was within 2%. Bag was pressurized and no excess flow or leakage was noted. No defects in the tubing or pump were noted. Free flow safety clip was tested and was working properly." An incomplete date of event of dec-2018 was provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the patient's heparin bag and tubing were replaced at 0323, and routine morning labs including a ptt were draw at 0335. At 0428 the lab notified the clinician that the patient's ptt result was a critical level greater than 100; when the clinician stopped the heparin infusion at 0429, the bag was noted to be empty with no signs of leakage. The md ordered an unspecified reversal agent from the pharmacy. There was no report of lasting harm or any additional details. Received a copy of the customer's medwatch report from the FDA which states, "at 03:23am, IV tubing was changed and a new 500ml bag of heparin was hung. Routine blood sample taken at 03:35am. At 04:28 the lab called to report a critical result, the partial thromboplastin time (ptt) was over 100, indicating an overdose of heparin. Immediately the infusion was checked and the 500ml bag was noted to be empty. No leakage was noted and the floor was dry. Intended rate was 16.512ml/hr. Bag should have lasted about 24 hours but apparently went in over less than one hour. Patent was given protamine and placed on bleeding precautions. Pump was brought to engineering for evaluation and log file download. Log file shows the rate was programmed correctly and shows "air in line" when the bag went empty. Tubing set and bag were saved. Bag was refilled with distilled water and run on the pump at approximately the same rate. Rate accuracy was within 2%. Bag was pressurized and no excess flow or leakage was noted. No defects in the tubing or pump were noted. Free flow safety clip was tested and was working properly." An incomplete date of event of dec-2018 was provided.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection was performed. The only anomalies were dull iui connectors. The pcu event log shows pump module s/n (B)(4) was in use and infusing heparin standard 25000unit in 500ml (drugid (B)(4)) at a rate of 16.512ml/hr. At 11:35 pm on 02 december 2018, the user paused the infusion and restarted it at 11:41 pm. At 3:23 am on 03 december 2018, the user selected the device and then selects softkey 14 (start). At 3:35 am, the user paused the infusion. At 3:26 am, the device alarmed for flo stop open for 2 seconds. The door was closed and then the user changed the vtbi to 384ml and started the infusion. At 3:27 am, the user paused the infusion and then restarted at 3:32 am. At 4:10 am, the device alarmed for air in line. At 4:24 am, the user restarted the infusion. At 4:25 am, the user paused the infusion. At 4:26 am, the user selected the device and selects softkey 14 (start) and started the infusion. Thirty-one seconds later, the user programmed a delay for 5 minutes. At 4:29 am, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infused during this period was 72.724ml. Rate accuracy testing was within specification. Functional testing was performed on the primary set (model 2426-0500); no leaks were identified. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that at 0323 the rn replaced the tubing and bag of heparin. At 0335 the clinician drew morning labs including a ptt from the patient's right IV. At 0428 the lab notified the clinician that the patient's ptt result was a critical level greater than 100. At 0429 when the clinician went to stop the heparin infusion the bag was noted to be empty with no signs of leakage. The md ordered an unspecified reversal agent from the pharmacy. It was reported that the patient coded and recovered. There was no report of lasting harm or of any additional details.